Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that there were high impedances, 40000+ impedance measured on 7 out of 8, contacts on midline lead. There was a loss of stimulation and stimulation in the incorrect location. Impedance checks and reprograming. For now, patient has stimulation in the area needed, but if the 8th contact ends up going out. She will lose her right-side coverage. A return of pain was noted. The issue is ongoing. The manufacturer representative (rep) indicated, they would send any further information, as they become aware.